Event description:
While wearing a ciba vision focus daily contact lens, it spontaneously fragmented in eye, causing rough edged pieces to go into different directions in eye. Unfortunately, at the time of this incident, pt was on vacation and on the road and it took several hrs to reach a hosp where a surgeon put dye into eye and was able to remove the pieces and reassemble the pieces in a tray to be sure that he got all of the pieces out. Pt knows that these "daily wear" lenses are fairly new to the market and pt is concerned that this incident information should be brought to the attention of the "watch dogs" of ciba vision. Pt has communicated with ciba vision at 1 800 number and they are aware of complaint. Pt is not assured that this incident info is going to be heard by the proper people. When pt first discussed this situation with ciba, pt was told that in the event of dry eyes or extreme conditions, some lense have been known to "tear in the eye". Pt once again advised that this lens did more than "tear" but that it burst or fragmented into jagged pieces in eye causing severe pain and swelling in eye; and that spouse and pt (both grandparents) were merely touring had having lunch and shopping on vacation at the time of the incident and that this certainly could not be considered "extreme conditions". Finally, pt told co that they had read all of the literature, boxes and packaging on this product and nowhere does it say "caution, these lens may spontaneously fragment or rip apart in your eye upon dry (or "extreme") conditions". Thus, ciba has failed to warn the consumer that such an incident could occur. Pt suffered severe pain for several hrs, requiring pouring of bottles of water into eye as their spouse frantically drove trying to find a hosp. Pt knows these lenses are new and believes this product may be "too thin".